Manufacturer narrative:
On (B)(6) 2011, a manufacturer service representative performed an on-site preventive maintenance of both microscope s/n (B)(4) at the hospital. This included safety function tests, confirmation uv filter was in place and that the light intensity filter was functioning properly.

Event description:
Hospital reported a pt received a tissue injury/burn (small blister) posterior side right ear during tympanoplasty procedure performed with surgical microscope on date unknown. On post-op visit, date unknown, the area appeared small and filled with clear fluid. Medical intervention reported as unknown.